Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the left and right eye of the image appeared flipped. The caller indicated recent issues with the scope and camera. The technical support engineer (tse) suggested removing the scope, aligning the hashmark on the collar to 30 up/down, clutching the camera arm to clear the memory, and reinstalling the scope onto the camera arm. The caller noted that these steps had been performed prior to calling and improved the image, although the eyes remained flipped. The customer decided to proceed with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope system controller (esc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the ec, but failure analysis has not yet been completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope system controller (esc) was analyzed and found the issue was neither confirmed nor replicated. The esc was visually inspected, where no issues were found. The unit was installed onto an in-house system and powered on with no issues. An endoscope was installed, where the video output in the viewer was good. The 3d view was working as expected. The left and right eye were displayed individually on the vision side cart (vsc), where they were also seen to be working as expected. The unit was left to idle overnight, and five power cycles were performed with no issues. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.